Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The caregiver stated that the seat on the commode cracked. The seat cracked from the corner to the ridge and almost in half.